Event description:
It was reported that approximately ten years post port placement, when injecting product into the chamber, the product allegedly came out on the opposite side of the chamber. It was further reported that the chamber was allegedly leaked. The port was removed there was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The cath-lock appeared to be locked in a different, rotated, position. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum and was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is unconfirmed for the reported fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten years post a port placement, when injecting product into the chamber, the product allegedly came out on the opposite side of the chamber. It was further reported that the chamber allegedly leaked. Reportedly, the port was removed. There was no reported patient injury.